Event description:
This is filed to report the inability to remove the lock line, the clip jumping open and tissue injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclips were successfully implanted on a2/p2. A third clip delivery system (cds) was advanced to the lateral side of a2/p2 and placed. The clip passed the establishing final arm angle (efaa) test and removal of the lock line began. During removal, the lock line became stuck, and it was noted on fluoroscopy that the clip rapidly jumped open to approximately 100 degrees. The clip was re-closed by turning the arm positioner. The clip passed efaa, and the lock line was attempted to be removed again. The lock line still did not slide and could not be removed. A third attempt was performed with the same results. Afterwards, it was noted that now there was an issue with the anterior gripper dropping. One end of the lock line remained wrapped around the lock lever and the lock lever cap was screwed back on. The clip was unlocked, inverted, and removed from the patient and exchanged. The procedure continued and a new clip was implanted without issue, reducing the final mr grade to 1. There was no clinically significant delay in the procedure and no adverse patient effects. The returned device analysis reported lots of tissue on the gripper arms, indicating a tissue injury. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported inability removing the lock line was confirmed due to the observed knot. The single gripper actuation issue was also confirmed. The reported clip opening while locked and clip jumpiness, however, were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, while the inability to remove the lock line appears to be the result of the observed knot. A cause for how the knot formed could not be determined. The clip jumping open while locked appears to be related to the tension placed on the device during lock line removal. However, a cause for the reported single gripper actuation issue cannot be determined. A cause for the unspecified tissue injury cannot be determined. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The serious injury was a result of case-specific circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott clinical engineer. The reviewer noted that ¿one (1) fluoroscopic video was provided. In the video, the 2 implanted clips and reported cds can be visualized. The reported cds, located in the top of the video (lateral), remains attached to the clip which initially is in the fully closed position with an apparent clip arm angle of approximately 10°. Several minimal dc manipulations are made (advancement) and then the clip jumps open to approximately 120°. While the clip arm angles are only approximations based on a visual assessment, it is apparent the clip arms jumped open a noticeable amount. This is presumably when the lock line became stuck during removal and the clip was observed to have jumped open to reportedly 100°. No additional information or observations regarding the incident can be determined."na